Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 95 mg/dl, compared with the sensor reading of 59 mg/dl. The customer reported having had 8 occurrences of threshold suspend alarms. The customer's most recent blood glucose was 117 mg/dl. The customer also noted that the insulin pump had alarmed calibration error and reported bent sensor cannulas, as well. The customer was advised to remove the sensor and educated on recommended sensor use. On another occasion, the customer's blood glucose was 124 to 132 mg/dl, but the sensor reading was over 300 mg/dl, reaching up to 384 mg/dl. The customer was advised that the sensor be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.